Manufacturer narrative:
The medwatch for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 3.7 inr on coaguchek system 1 and 2.1 inr/2.1 inr/2.2 inr on additional coaguchek systems during duplicate testing. No treatment info provided. Requested return of suspect system and replacement was sent.